Manufacturer narrative:
(B)(4). The following information is unknown at the time of this report: expiration date and UDI unknown as the device lot number is unknown. Device manufacture date: unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related) factors, identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the dr. Was unable to place the implant into the osteotomy due to a lack of primary stability.